Manufacturer narrative:
Unit received with cracked and bleeding lcd glass noted. Unable to perform displacement test due to lcd damage. Cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen was smashed. Customer states that damage may have been caused by the hot weather. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.